Manufacturer narrative:
Evaluation of the returned portion of the driveline confirmed damage that would have contributed to the reported pump stoppages and speed drops. The replaced portion of the driveline was returned measuring approximately 17inches long. The distal end bend relief was separated from the metal controller connector. The outer silicone jacket was completely torn approximately 3 inches from the distal end bend relief. Electrical continuity testing of the driveline revealed no electrical continuity on the black wire. Visual inspection of the metal braided shield revealed approximately 9 inches of breakdown starting from the controller connector. Visual inspection of the wires revealed insulation breaches to the orange, yellow and brown wires at the nipple of the controller connector. The inner conductors of these wires were exposed to the braided shield and partially fractured. Additionally, the black wire was found to have completely fractured at the controller connector. The observed wire damage to the black, orange, yellow and brown wires appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The driveline was submerged in a saline bath for high potential testing to verify the integrity of the remaining wires. No additional insulation breaches were detected. The separation of the silicone sleeve has been investigated and it has been determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It has been determined that the separation is a design related issue and a corrective action has been implemented. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient changed the system controller after a driveline fault alarm occurred. Another driveline fault alarm occurred, as well as a pump stoppage, on the second system controller. It was reported that the patient was asymptomatic. The system controller log file reviewed by the manufacturer¿s technical services representative confirmed the events. Submitted x-ray images were unremarkable. A distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2017. No additional information was provided.